Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient reported they were unable to power up their programmer. The batteries were replaced and this did not resolve the issue. There was no report of an out of box failure. The patient also reported on (B)(6) they started to notice symptoms coming back. The patient mentioned something along the lines of symptoms return having to do with changing the patient programmer (pp) batteries. The patient stated they were going to the bathroom more. The patient reported the return of symptoms was sudden. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up letter from the patient indicated that replacement of the patient programmer has resolved the symptom return the patient experienced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.